Event description:
It was reported via repair work order that the siderail had sharp metal edges as a result of being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.